Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was placed in a small target vein and the lead became stuck. It was noted the physician attempted to pull the lead back but felt resistance and the patient experienced pain during the attempt to remove the lead. The physician left the lead in place and capped the lead. The patient will receive an epicardial lead at a future procedure. No patient complications have been reported as a result of this event.